Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient's external unit began to spark when powering on which causes unit to shut down. There is no consequences to the patient. Issue was resolved by replacing the unit.